Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'keypad was not working' was confirmed. It was observed that keys 1,2, and 3 were not working and keys 4,5 and 6 would give the values 7,8, and 9 respectively. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an keypad not working during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.